Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged a nose irritation, skin irritation, dizziness headache, asthma (new or worsening), reduced cardiopulmonary reserve. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, skin irritation, dizziness headache, asthma (new or worsening), reduced cardiopulmonary reserve. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown intermittent power loss of device. Potentially a faulty dc power jack on the pca. The manufacture observed the sound abatement degraded foam indications black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The manufacture was able to confirm the presence of degraded sound abatement foam the manufacturer observed secondary findings, three errors were logged, light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Intermittent power loss. Potentially a faulty dc power jack on the pca (printed circuit assembly) at location j8. Missing air inlet filter, blue cosmetic spots on lcd display. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. UDI number was updated. In box g: date received by mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.